Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The patient obtained a blood glucose result of 72 mg/dl at 7:30 a.m. On (B)(6) 2021. The blood glucose monitor was programmed for 0.9 units of insulin delivery. The correction bolus was 1.3 units which was incorrect for the patient. The patient reduced the correction bolus to 0.8 units and 1.3 units was still displayed. The patient provided additional information on 11/04/2021. On (B)(6) 2021 at 7:20 a.m., the patient obtained a blood glucose result of 88 mg/dl. The patient wanted to eat 3 bread units and the insulin bolus advice was 3.8 units to 0.6 units due to the blood glucose values, so the final advice was 3.2 units. At this time the insulin sensitivity was 0.8 units per bread unit. The 3.2 units for 0.8 units per bread unit was calculated wrong. It should be 2.4 units for 3 bread units.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.